Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A log review was performed for the cadiere forceps instrument reported in this complaint (pn: 470049-06/101181120 0020) and the following was found: the instrument was last used on (B)(6) 2019 during a low anterior resection performed on system sl0065. The cadiere froceps instrument was used on its 7th life/usage of 10 for this procedure and not used for any following procedures. As of 4/20/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no photo or video available for analysis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the cadiere forceps instrument was observed to have a broken cable. There were no fragments that fell inside of the patient's anatomy. The procedure was completed using a backup instrument with no patient harm, adverse outcome, or injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated information can be found in the following fields: g4, g7, and h2. Corrected information can be found in the following field: g5. The update contains the PMA/510k number which is k150284.